Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 31-aug-2022 / lot#: 16347633-0371 d9: no h3: no h4: mfg date: 01-aug-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited below normal power, low flows and low-flow alarms. Log files showed a large, fast drop in flow, indicative of an inflow occlusion. The patient was hospitalized. A computed tomography (CT) scan was performed and revealed stenosis in the outflow graft near the aortic anastomosis. The vad and outflow graft remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that three stents were placed in the outflow graft. Flows improved and power was within normal range following the stenting. The patient was discharged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the associated outflow graft (lot 16347633-0371) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2025, leading to parameters below normal operating range, and 100 low flow alarms logged since (B)(6) 2025. Additionally, two (2) high watt alarms were logged on (B)(6) 2025 immediately following an increase in pump rotational speed. As a result, the reported low flow event was confirmed. The reported outflow graft occlusion/stenosis event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the high watt alarms can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related c omorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had chest pain after being discharged, and eventually the pain went away. The patient is feeling better now. It was also reported that the outflow graft (ofg) gradient decreased from 107 mmhg to 2 mmhg. The vad flow increased up to 3.5 lpm and averaged around 4 lpm.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.